Event description:
After a self test completed, the message saying to refit the battery was played. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.